Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump did not infuse the medication according to what was programmed. No adverse patient effects were reported by the customer".

Manufacturer narrative:
One device was received for investigation with some damage to the top and bottom cases. The event history log shows a "syringe empty" error. The device was functionally tested and the reported problem could not be duplicated. The device is operating as intended. The reported complaint is not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.